Manufacturer narrative:
The affected devices have not been received. A follow up report will be submitted with investigation results should the devices be received for evaluation.

Event description:
The customer reported that the device patient side occlusion test reading up to 5.6. No patient involvement. Customer had unit in for same issue less than 90 days ago.

Manufacturer narrative:
The affected product has been received and the investigation is pending. A follow up report will be submitted once the failure investigation has been completed.

Event description:
The customer reported that the device patient side occlusion test reading up to 5.6. No patient involvement. Customer had unit in for same issue less than 90 days ago.

Manufacturer narrative:
The customer reported issue was confirmed. The device was repaired, passed all require testing and specifications and released back to the customer. A review of the device history record for sn (B)(6) was performed from date of manufacture 28apr2007 to the present date 15jan2021 and confirmed that this device was previously returned for servicing.

Event description:
The customer reported that the device patient side occlusion test reading up to 5.6. No patient involvement. Customer had unit in for same issue less than 90 days ago.